Event description:
Pt admitted for egd with brovo ph catheter. While under mac - probe did not deploy. Procedure aborted. When product withdrawn from pt again attempted to deploy. Did not deploy until second attempt.